Manufacturer narrative:
Section h6, medical device problem code: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient reported no external power alarms. Log files were looked at and pump stops and a potential short to shield condition was observed. The patient remained on batteries and under observation. Next steps would be discussed on (B)(6) 2024.

Event description:
Additional information was received that the pump was exchanged on (B)(6) 2024. The surgery was successful and the patient was recovering.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file data confirmed a transient pump stop; however, a specific cause for this event could not be conclusively determined through this evaluation. The heartmate ii original log files were not submitted; however, a graphic overview of the parsed data was provided. The graph contained controller data from 25jul2024 through 30jul2024 and showed a transient pump stop on 30jul2024. The pump appeared to operate as intended at the fixed speed for the remainder of the data. The patient remained ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), until (B)(6) 2024 when the patient underwent a pump exchange. It was reported that the device would not return for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU), rev. C, and patient handbook, rev. C, are currently available. Section 1 of the IFU, ¿introduction¿, addresses all pump parameters, including pump speed. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the hmii patient handbook, "alarms and troubleshooting", address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.